Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for having reached a battery status of eri. No allegations were made against this ICD.